Event description:
Philips received a complaint from the field service engineer (fse) regarding a v60 ventilator. During service, the device was observed to display error codes 1127 ¿ check vent: ovp circuit failed and 110e ¿ check vent: air flow sensor calibration data error. There was no patient involvement at the time the issue was identified. Further investigation was performed by reviewing the diagnostic report (drpt), which identified the following error codes: 1127 ¿ ovpcircuitfailed. 1113 ¿ postbarometersensorcalerror. 110f ¿ posto2flowsensorcalerror. 110e ¿ postairflowsensorcalerror. 1110 ¿ posto2presssensorcalerror. 1007 ¿ postlossofpresssensors. 1107 ¿ postproxpresssensorcalerror. 1106 ¿ postmachpresssensorcalerror. The investigation remains pending additional clarification and completion of repair activities.

Manufacturer narrative:
Per the good faith effort (gfe) response, it was confirmed that while the device was in service mode, error codes associated with the data acquisition (da) board were observed. Based on the technician¿s experience with the philips v60 ventilator, the combination of errors indicated a communication failure between the da pcba and the airflow and o2 sensors. Further inspection revealed that the da pcba had not been fully seated following a prior replacement, which resulted in the multiple error codes and caused the unit to remain in an inoperative state. After reseating the da pcba, the errors cleared and the device returned to normal operation. Following the corrective action, the device underwent functional verification and passed all required functional and system tests with no additional faults identified. No parts were replaced during the service visit. Based on the available information, the investigation concludes that no further action is required at this time. If additional information becomes available, the complaint file will be reopened. Per the good faith effort (gfe) response, it was confirmed that while the device was in service mode, error codes associated with the data acquisition (da) board were observed. Based on the technician¿s experience with the philips v60 ventilator, the combination of errors indicated a communication failure between the da pcba and the airflow and o2 sensors. Further inspection revealed that the da pcba had not been fully seated following a prior replacement, which resulted in the multiple error codes and caused the unit to remain in an inoperative state. After reseating the da pcba, the errors cleared and the device returned to normal operation. Following the corrective action, the device underwent functional verification and passed all required functional and system tests with no additional faults identified. No parts were replaced during the service visit. Based on the available information, the investigation concludes that no further action is required at this time. If additional information becomes available, the complaint file will be reopened. Per the good faith effort (gfe) response, it was confirmed that while the device was in service mode, error codes associated with the data acquisition (da) board were observed. Based on the technician¿s experience with the philips v60 ventilator, the combination of errors indicated a communication failure between the da pcba and the airflow and o2 sensors. Further inspection revealed that the da pcba had not been fully seated following a prior replacement, which resulted in the multiple error codes and caused the unit to remain in an inoperative state. After reseating the da pcba, the errors cleared and the device returned to normal operation. Following the corrective action, the device underwent functional verification and passed all required functional and system tests with no additional faults identified. No parts were replaced during the service visit. Based on the available information, the investigation concludes that no further action is required at this time. If additional information becomes available, the complaint file will be reopened.